Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the 8mm tenaculum forceps instrument's handling did not work well after docking. The customer reconnected the instrument, but it did not operate anymore. No fragments fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer's statement ¿the handling did not work well¿ meant they could not control the movement of the instrument well, the failure was not related to an inability to move the instrument at all (e.g., static instrument) but to the instrument not moving in the intended direction (e.g., intended direction=right and observed instrument movement=right). The instrument did not move freely and no shakiness and/or friction were experienced/observed, after reinstalling the instrument, it did not work at all which could be related to a recognition issue, as the instrument was not properly detected by the da vinci system. Also, the movements of the surgeon did scale appropriately to the instrument (e.g., distance intended matched distance instrument moved). The instrument was inspected prior to use but no damage or anything out of the ordinary was noticed, it will be available for return to isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Image review: a review of the provided image was performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: picture shows both pitch cable crimps were still installed but are sticking out past the distal clevis outer surface. From the provided image, it was not obvious whether it was a broken pitch cable or just a loose pitch cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm tenaculum forceps instrument for failure analysis investigation. The instrument was analyzed and found to have a dislodged pitch cable at the proximal end in the housing, likely causing the cables to appear loose at the distal wrist.